Event description:
.

Manufacturer narrative:
(B)(4). (Device b): serial # = (B)(4); other # = g5zf97 (batch #); exp date = 05/03/2015, MFR date (device b): 6/3/2010, (device b): method: (B)(4). Anvil_not returned. Corrected data: other # = g5z30f. Additional information: the patient is a male and was approximately (B)(6). No additional information about the pre operation diagnosis. First cdh, the device did not open after firing and did not cut the tissue, removal was very difficult. What did you mean with "trocar is covered by the white trocar case"? The knife (not the trocar) didn't expose because when the surgeon fired the device, the white case came out too and stayed exposed as the knife (parallel to it). If you try to fire the device that has been returned the exposure of the white case is noticeable. Was the device fully fired? (Trigger should be parallel to the handle) yes it was. Was the orange indicator fully within green range? [Note: if not within green range, the breakaway washer and tissue would remain uncut after firing and make the removal difficult.] Yes , the orange indicator was fully within the green range. How was the device finally removed? The surgeon put some pressure both on the device and the tissue' how did the tissue look like (cut, torn, intact, damaged, etc.) The tissue looked damaged' second cdh, the safety could not be released. Note: the safety cannot (and should not) be released unless the orange indicator is within the green range. Was the tissue too thick or was there any obstruction not letting the device to close? Did the surgeon examine if the orange indicator was within the green range? What did the surgeon then do with the device? The orange indicator was within the green range. The tissue wasn't particularly thick and no obstruction was observed. He forced the extraction of the device one more time third cdh seemed to work fine. However, two days later the staple line failed. Due to staple-line dehiscence, the patient had to undergo emergency surgery. Concerning the first surgery: did the surgeon fire and wait at least 15 sec. Before he opened the device? The surgeon is a regular user of our cdh, he always waits 15 seconds before opening the device' was a leakage test performed during the first surgery? Yes' concerning the second surgery: how did the staple line look like? Were there malformed staples (not properly b-formed) or missing staples? It seemed to be fine, and the staple line looked well formed. When the patient had to undergo emergency surgery they noticed that the staple line wasn't 100% well formed and that there were a few malformed staples (2/3 of them have been send to you with the devices)' how much experience does the surgeon have with ees circular staplers? Has he recently changed to ees? The surgeon is a regular user of our cdh, he's been using our device for the past 15 years. How is the current status of the patient? He's recovered. Apart of the additional surgery, was there any additional adverse consequence for the patient? No. Which 2 devices are returning for analysis? Those two that have been fired during the first procedure (first and second attempt to perform the anastomosis.) Device (a) arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and the device was received fully loaded with staples. A new washer was placed on the device and it was tested for functionality with a test anvil; the device fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device worked as intended and the anvil was not returned for analysis. Device (b) arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. In addition, a partially formed staples was received inside of a small bag. However, no conclusion could be reached as to how the staple became partially formed. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device worked as intended. It should be noted that when removing the device; open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90 degrees in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. In addition, please note that to fire the device, draw the red safety back toward the adjusting knob until it seats into the body of the device. If the safety cannot be released, the device is not in the safe firing range. Please reference instructions for use for additional information needed. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a left colon surgery, three devices were used for a trans-anal suture. The first stapler didn't re-open after firing. The device didn't cut the tissue. The trocar is covered by the white trocar case; as a consequence the removal was very difficult. Proximal and distal stumps were prepared and a second stapler was used but the safety could not be released. The case was finished by using a third device which seemed to work fine. However, two days later the staple line failed. Due to staple-line dehiscence, the patient had to undergo emergency surgery. This device was discarded. Another device was used to complete the procedure. Additional information has been requested.